Event description:
It has been reported that tibial insert would not seat properly and was removed. A second insert of the same size was opened and implanted without incident. There was no adverse consequence for the pt.